Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was confirmed. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, it is possible that a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery), excessive force or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported needle to cuff miss/suture retrieval issue resulting in the noted foot break. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the mildly calcified right and left common femoral artery (rcfa and lcfa) was achieved with four proglide devices (two on each side) using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, prior to placement of the successful proglide sutures, there was no suture seen with plunger removal for four proglide devices in the lcfa. The evar procedure was performed, however, due to an issue with placement of a gore device, a cut down was required and proglide suture use was, therefore, aborted. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to the proglide devices.